Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted because the lot number remain unknown. UDI's # remain unknown. (B)(4). As the comment was received during a blinded study, no complainant details or further device/incident information was shared which allows further investigations. As it was reported to gore that ¿couple problems with early occlusion of viabahn¿ occurred in the hospital but as no further device details were provided, w.l. Gore & associates is submitting one report which contains the reported information about the ¿couple problems with early occlusion of viabahn¿ devices.

Event description:
Within the scope of a blinded research study about the performance of the gore® viabahn® endoprosthesis the following comment was made by a (B)(6) physician: ¿we had a couple problems with early occlusion of viabahn in our hospital, we didn't know if it was a technical problem; it happened with viabahns placed by colleague, not by me. They don't know why they are occluded, so this is a current problem, and we are discussing if we want to use it anymore. They were femoral cases, we use different products in iliac. In my cases, we did not have any problems, but we just had one patient we got from another center, he had a viabahn occlusion, we had to operate on emergency basis, and we have one or two cases done by my colleagues also with occlusions. All within past year."